Manufacturer narrative:
(B)(4): the device was not returned for evaluation. Films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Films supplied for review found: lateral x-ray of apparent l2 fracture with pedicle screws t12, l1, l3. Height of l2 is reestablished but l3 screws have broken at pedicles allowing some kyphosis through fracture.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t12-l3 to treat a l2 fracture. Sometime post-op it was found that the l3 vertebrae had fractured and fell into the vertebral body. The body surface protuberated. The patient reports feeling back pain.